Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4 h4. A review of the device history record (DHR) has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "exchange from textured to smooth device due to the patients concern with the product". Healthcare professional later reported "implant exchange due to the patient's concern with the product and capsular contracture baker grade IV", confirm via exam. This record is for the left side. Device remains implanted. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported "exchange from textured to smooth device due to the patients concern with the product". Healthcare professional later reported "implant exchange due to the patient's concern with the product and capsular contracture baker grade IV", confirmed via exam. Later healthcare professional reported ¿exchange due to the patient's concern with the product¿. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation, wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "exchange from textured to smooth device due to the patients concern with the product". Healthcare professional later reported "implant exchange due to the patient's concern with the product and capsular contracture baker grade IV", confirm via exam. This record is for the left side. Device remains implanted. Device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.